Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the patient was brought back in for defibrillation threshold (dft) testing which was performed successfully. The shock impedance measurement afterwards was 98 ohms. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This patient will be brought back for defibrillation threshold (dft) testing in approximately two weeks. This report will be updated once additional information concerning the dft is provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the patient never came back in for defibrillation threshold (dft) testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.